Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide the customer must properly cycle the cartridge.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) displayed as "high"; although specific value was not provided. Elevated blood glucose levels were addressed by manual insulin injection.